Event description:
It was reported tht during a ptca / stenting treatment procedure, the liberte' monorail 16/4.0 mm stent dislodged from the stent delivery system. The patient was asymptomatic during this event. The lesion being treated was a calcified, 80% stenotic lesion in a tortuous mid left anterior descending (lad) coronary artery (with a reference vessel diameter of 4.0mm). The physician approached the lesion from a radial artery vascular access site and predilated the lesion with a maverick 3.5/20 mm balloon. The liberte' monorail stent was successfully snared and removed from the patient. Another liberte' monorail 16/4.0 mm stent delivery system was used and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `good'.